Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was damage to the usb port that made it difficult for the customer to charge the pump. Additionally, the battery was observed to deplete rapidly. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.